Event description:
Information received indicates that all of the casters continue to swivel after the brake is set, but the caster wheel does not roll.

Manufacturer narrative:
The technician replaced the casters to repair the bed.